Event description:
Patient reported that after injection in the "lip" with 1 and 1/2 syringes of an unspecified juvederm product the patient experienced "bottom lip bruised and swelled up," "bleeding" "lip turned black immediately," pain, loss of appetite which resulted in loss of 3 to 4 pounds," "a split down the lip area," a "white dot on [the] lip area" and infection. The injector gave the patient a "laser shot to stop the bleeding" and an unspecified physician provided valtrex, antibiotics and steroids as treatment. During the call, the patient also stated that the injector "hit a main blood vessel."

Manufacturer narrative:
Reporter declined to provide allergan further information regarding event, product, or patient details, allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "bruise", "swelled", "bleeding", "turned black", "pain", "loss of appetite", "loss of 3 to 4 pounds", "a split", "a white dot" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.